Manufacturer narrative:
(B)(4): the device was not returned for evaluation. The physician indicated the death is not related to the superdimension device or procedure there were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension enb procedure on (B)(6) 2015. On (B)(6) 2016 the patient ceased to breath due to the progression of cancer which lead to cardiopulmonary failure. The physician indicated the death is not related to the superdimension device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.